Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they allege insulin pump was under delivering. Customer¿s blood glucose was 400 mg/dl at the time of incident and current blood glucose 200 mmol/l. Customer was treated with insulin pen. Customer was not calling back to performed the high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the drive support cap was normal. Troubleshooting was performed for under delivery. The insulin pump will not be returned for analysis.